Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of juatf708 showed one other similar product complaint(s) from this lot number.

Event description:
Bas engineers found that the retainers of the statlocks were detached from the pads. This file addressed the initial sample received.

Manufacturer narrative:
The device met design requirements and there was no device malfunction. This file was created in error and will be voided.

Event description:
Bas engineers found that the retainers of the statlocks were detached from the pads. This file addressed the initial sample received.